Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and analysis will be performed, a supplemental report will be filed if there is any further relevant information from that review. Upon receipt at our post market quality assurance laboratory, visual inspection revealed induced cuts in the insulation. The insulation allegation of this lead was confirmed.

Event description:
It was reported that this lead was not successfully implanted due to lead was damaged. Additional information indicated that the insulation was disrupted and was noted before pocket closure. A new lead was implanted. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and analysis will be performed, a supplemental report will be filed if there is any further relevant information from that review.

Event description:
It was reported that this lead was not successfully implanted due to lead was damaged. Additional information indicated that the insulation was disrupted and was noted before pocket closure. A new lead was implanted. No adverse patient effects were reported.